Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had not been able to get coverage in his lower back since implant. The rep reported that there were no known factors that led to this issue. The rep reported that multiple programming was attempted and unable to get coverage in the appropriate area of the lower back. The rep reported that the doctor may attempt to do a lead revision to place the leads more midline to be able to have a better outcome to cover lower back pain. Additional information was received from a healthcare professional. It was reported that that multiple reprogramming attempts were done on several office visits with a rep present and performed by the doctor. Lead migration was the cause of the lack of coverage in the low back. The lack of coverage in the low back had not been resolved as of (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.